Event description:
A dialysis patient with a basilic fistula, has an area in the axilla that is resistant to angioplasty and difficult to treat. Per the technologist, in an effort to try to treat the patient, they "pushed the limits a little" and took the pressure to 25 atm. This caused the balloon to rupture and a portion separated from the catheter. They estimate that maybe one-half to one-quarter of the balloon was left in the patient. They were unable to retrieve this portion and sent the patient to the hospital for 24 hours observation. Additional information was received on 10/20/2009: the patient had surgery to repair the stenosis and at that time, the surgeon was able to retrieve th separated portion of the balloon.

Manufacturer narrative:
The device is inspected and statically sampled to ensure that the material is free of defects and damage. All devices are inspected to ensure the integrity of the distal and proximal bonds in addition to being leak tested, prior to further processing. The device is shipped with an IFU that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters". The rated burst pressure of the 15 atm/bar is documented in the IFU and on the product label. Per the event description that the user "pushed the limits a little' and took the pressure to 25 atm" and per the IFU, the rated burst pressure is 15 atm, the stated 25 atm is above the rated pressure. From the appearance of the returned device, there is no reason to suspect causes other than exceeding the rated burst pressure. We will continue to monitor for similar complaints.